Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable and at end of life (eol) as the programmer displayed an error message indicating that ipg needed to be replaced. It was noted that at times patient used tonic stimulation and programs with high settings. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.